Event description:
It was reported that the patient presented remotely via merlin.net. The right ventricular (rv) lead was over-sensing noise which caused no high voltage therapy and inadequate therapy. High voltage therapy was disabled. No further interventions were reported. The patient was stable

Event description:
New information notes the device will not be returned for analysis.

Manufacturer narrative:
New information notes device was not returned. Update to h6 codes.